Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: fracture (retained strut), organ/aorta/vena cava perforation, difficult to remove, migration, tilt. The reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A total of (B)(4) devices were manufactured in the reported lot. To date, one additional complaint has been reported against this lot (lot number). The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2003. Per the (B)(6) 2018 CT abdomen and pelvis with intravenous contrast: "an infrarenal ivc filter is in place. The superior portion of the filter appears tip toward the right lateral wall of the ivc. Struts have eroded through the right lateral wall of the ivc and the anterior wall of the ivc into the adjacent retroperitoneal fat, as well as through the posterior wall of the ivc into the superior portion of the l4 vertebral body and through the left lateral wall of the ivc into the inferior portion of the aorta, just above the aortic bifurcation. The intra-aortic portion of the left lateral strut of the ivc filter measures approximately 7 mm. There is no periaortic fluid collection. Delayed images demonstrate no contrast extravasation. No inflammatory changes are noted adjacent to the ivc or aorta." Per the (B)(6) 2018 unsuccessful filter retrieval: "the ivc filter was tilted at a 45 degree angle. The inferior portion of the filter appeared to be through the aorta. The hook to snare the filter appeared to have migrated outside of the ivc. Snaring was briefly attempted, but the hook appeared to have migrated outside of the border of the ivc" per the (B)(6) 2019 successful filter retrieval: "the curvature of the catheter was used to loop the wire and encircle two of the struts. The snare sheath was advanced over the wire to the abdominal ivc just above the filter. The snare was then inserted via the sheath and the wire was engaged. The filter was then removed via our long sheath. The sheath was removed and manual pressure was held until hemostasis was achieved. Fluoroscopy revealed a retained partial strut at the l4 level but not other foreign bodies in abdomen and chest. Completion venogram and arteriogram revealed no extravasation of contrast".